Event description:
It was reported that failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was having trouble breathing. It was noted that a few days prior to the patient going to the emergency room (ER), the patient¿s cgm was reading in the 120-130 mg/dl range. It was reported that the patient¿s sensor ¿failed", however, it is unclear what type of error the reporter was referring to. It is also unclear when the sensor failed during this timeline. Due to the patient¿s symptoms, the patient¿s father took the patient to the ER. At the ER, the patient¿s bg meter reading was 683 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with an IV insulin drip. The patient was discharged home approximately 2 days later. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.